Manufacturer narrative:
Correction: the initial MDR submitted on december 20, 2024, was filed inadvertently. No hospitalisation has occurred.

Event description:
Per the clinic, the patient experienced swelling, bruising and poor performance with the device subsequent to sustaining a head trauma in (B)(6) 2024 (specific date not reported). Troubleshooting attempts were made; however, the issue could not be resolved. It was reported that the patient was hospitalized following the head trauma (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.